Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl after a large bolus request. The customer consumed candy and juice to address bg level. During troubleshooting with tandem technical support, review of pump data confirmed that the pump was operating as intended. However, it was noted that the correction factor entered into the pump for one of the time segments was very different from the other segments. The customer confirmed that the settings, entered by the healthcare provider, needed to be adjusted and stated that this was most likely what had caused the low bg level.